Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial#: (B)(4), product type: catheter, ubd: 18-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug via an implantable infusion pump for no n-malignant pain. It was reported that the patient's pump was alarming or beeping on (B)(6) 2018. The patient stated he was hearing a 3 toned alarm somewhat like a european police car. The sound was not consistent with the pump's alarm. Both alarms were played for the patient and the patient stated that it did not sound like the critical alarm and the non-critical alarm the patient could not hear over the phone. The patient's next refill date should not be until around (B)(6) july since the patient last had it filled on (B)(6) 2018. The patient inquired about what could happen if he did not address the alarming right away. The patient was to follow-up with a healthcare professional (hcp). The patient had been looking for a closer hcp and did find a hcp that was willing to take him on but he had to gather a lot of records before that could take place. No symptoms were reported and no further complications were expected or anticipated. Additional information was received from a patient. It was reported that the patient's pump had been out for 4-5 days now and the alarm was still going off. Later patient said it ran out of medicine and since then he had found out there was no difference with the pump or without it. Patient was wanting to see if there was anything he could do with reference to removing the pump. Patient also reported it had not really worked for some time he had been taking other medication to get relief from low back pain and if he did not take the medication then he had the low back pain even with the morphine pump working so he thought the tube was not in the right place or something. No out of box failure was reported. No medical or therapy problem associated with small parts was reported. Pt said his healthcare professional knew about the alarm. No further complications were reported.